Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer treated the low blood glucose with food. The customer explained that she had programmed a fix prime of 3 units, but knew that the amount was too much. The customer's blood glucose was 44 mg/dl. The customer was assisted with changing the fixed prime from 3 units to .5 unit. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.